Manufacturer narrative:
Analysis was normal. No anomalies were found. The report of backup operation was confirmed and is consistent with anomalies associated with the firmware upgrade procedure.

Event description:
It was reported that the in-box pulse generator reverted to backup operation during a firmware upgrade prior to an implant procedure. The device was not used.